Event description:
Boston scientific received information that two months post implant, interrogation of this right ventricular lead displayed back up paces. It was unsure whether this was due to fusion beats or a sensing issue. R wave amplitude had decreased, but all other lead measurements were within normal range. There was concern this lead was micro-dislodged. The lead and device were reprogrammed. As the lead is providing therapy appropriately, the lead will be further monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.